Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the device when the device went to the priming stage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the device when the device went to the priming stage of peritoneal dialysis therapy. The patient had thought it had already primed and would go into the initial drain. However, the device went into priming instead while they were connected. The patient would use new supplies for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.